Event description:
Additional information received from a healthcare provider (hcp). The event was related to the implant procedure. On (B)(6) 2015 the event was unresolved with no further action planned.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient involved with a clinical trial who received gablofen baclofen (1000.0mcg/ml, flex dose, daily dose of 125.0mcg/day until (B)(6) 2015) in an implantable pump for intractable spasticity and stroke. After (B)(6) 2015, the patient received compounded baclofen (unknown concentration and daily dose). It was reported that the patient had a positional headache following pump implant. The medications of fioricet and nodoz were administered, along with increased fluids and caffeine on (B)(6) 2015. Additionally, the patient reported weakness. The patient had an unscheduled clinic visit and the pump was reprogrammed on (B)(6) 2015. The patient then presented to the emergency department (ed) on (B)(6) 2015 with lethargy and an episode of passing out due to a drop in blood pressure; patient admitted. The patient required prolongation of the existing hospitalization. The ed physician believed the issue was related to the intrathecal (it) baclofen. The symptoms were thought to be related to intrathecal medication side effects. The severity was moderate. On (B)(6) 2015, the snf provider contacted the clinic stating the patient experienced sedation. The patient was encouraged to take caffeine and fluids on (B)(6) 2015. The patient reported return on headache on (B)(6) 2015. Fioricet was given on (B)(6) 2015. An epidural blood patch was performed on (B)(6) 2015. The symptoms did not resolve with the blood patch. The patient was then given intravenous fluids on (B)(6) 2015 without relief, which ruled out spinal headache. The headaches were stated to be related to spasms. The clinical diagnosis was questionable for cerebrospinal fluid (csf) leak. Furthermore, the patient was reprogrammed on (B)(6) 2015. Dosing changes: (B)(6) 2015: gablofen baclofen (1000.0mcg/ml, flex dose, daily dose of 150.0mcg/day) (B)(6) 2015: compounded baclofen( unknown concentration and daily dose) concomitant drugs: hydrocodone bit/acetaminophen (3-325mg, 1 tablet by mouth every 6 hours as needed for pain), lisinoproil (30mg 1 tablet by mouth daily), lyrica (25mg, 1 tablet by mouth daily), desipramine hcl (25mg 1 tablet by mouth daily at bedtime), baclofen (20mg 1 tablet by mouth 4 times daily), mirtazapine (15mg 0.5-1tablet by mouth day before bedtime) allergies: sulfa sulfa(sulfonamide antibiotics), desipramine (sod, weak)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event was related to surgery/anesthesia. No further complications were reported/anticipated.